Event description:
It was reported that, during a non related surgery performed on this patient. This cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition on the right atrial and right ventricular channel, also respiratory rate trend (rrt) oversensing was observed. Due to this the rrt function was disabled and the patient received inappropriately two shocks. Furthermore, a code 1005 indicative of an open circuit condition during shock delivery was recorded. After the surgery all measurements were analyzed and were within normal limits. It was mentioned that a magnet was not used for the procedure and it is inferred that it is the most likely cause of this event. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that, during a non related surgery performed on this patient. This cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition on the right atrial and right ventricular channel, also respiratory rate trend (rrt) oversensing was observed. Due to this the rrt function was disabled and the patient received inappropriately two shocks. Furthermore, a code 1006 indicative of high voltage during a charge repeat was recorded. After the surgery all measurements were analyzed and were within normal limits. It was mentioned that a magnet was not used for the procedure and it is inferred that it is the most likely cause of this event. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected on the following fields:b5: describe event or problem field